Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's spouse that the customer has encountered issues with device and high blood glucose. The customer's blood glucose has ranged between 350mg/dl-452mg/dl. Customer treated with insulin through bolus wizard. Customer has encountered air bubbles on the reservoir, five big bubbles and three small bubbles. They are bubbles are not moving, advised to change the reservoir because of the air bubbles and not being able to prime. The customer stated the insulin pump was refrigerated and not room temperature. Advised the customer the insulin needs to be in room temperature at all times. The customer was at the doctor's office and had adjustments made to the pump. The customer's wife stated she thinks the high blood glucose is from air bubbles; customer changed out reservoir. While at the doctor's office customer's blood glucose went down to 47mg/dl, declined troubleshooting. The customer was advised by doctor on their back up plan.